Event description:
Complete needle disengagement when air was cleared, zyplast shot out and hit pt in face. Pt not injured, however event is being reported in good faith due to potential for injury should similiar event occur.